Manufacturer narrative:
After battery installation the insulin pump started counting and stopped at number three followed by blank display due to corroded lcd board. No audio/beep anomaly noted. We are unable to perform any test or verify external flash crc error alarm due to black display. The insulin pump had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported via phone call that the insulin pump went off with an external flash crc error alarm, resulting into all her settings getting cleared. Customer stated she heard a weird beep and noticed the alarm. The customer's blood glucose was 133 mg/dl. Customer stated the alarm cleared with esc/act. Advised customer we need to replace insulin pump. Customer agreed to replacement insulin pump.